Event description:
It was reported that the system 9800 locked up during a hip procedure. The system had too be reinitialized to complete the procedure. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The problem was reported to be very intermittent. Replaced backplane, single board computer circuit board and hard drive as a proactive measure. Reloaded all software and adjusted power supplies. The system was tested and found to be working as intended and placed back into service. Suggested that problem could be from ac line disturbances in building.